Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. D4 batch #: a9ej2p. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned inside its package unopened; upon visual inspection, a post was noted to be inside the packaging. The tissue pad was not detached as reported by the customer. Our manufacturing process has been identified to be the possible cause of the packaging issue. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through ethicon endo surgery quality system. Additionally, photo was provided and they showed the condition of the reported event. A manufacturing record evaluation was performed for the finished device batch a9ej2p, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during normal checking by the hospital. Plastic part was found to have fallen off before opened the packing. No additional information could be provided. No patient consequence reported.